Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) to treat atrial fibrillation and bleed risk. Procedure was being performed and the patient was under general anesthesia. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. During code, angio and venogram showed no evidence of damage from sheath/wire per physician. Staff was unable to restabilize the patient and the patient passed away. The official cause of death was not provided/known.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If additional information is received, a supplemental report will be submitted. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of death, hypotension, arrhythmia, cardiac arrest were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device has not been returned to bsc for analysis. The information within the event description suggests that the clinical events including 'arrhythmias' are anticipated in nature as per the IFU for the device as reported to bsc. From the information provided in the complaint summary, the potential root cause cannot be determined with full certainty. If the device caused the allegation, it is likely one, or more, of the following potential root causes contributed to the event: physician/scrub tech technique, prior patient condition, misinterpretation of imaging information, excessive force/ speed used while manipulating the dilator through anatomy. Based information in the event description provided, the allegation of adverse events are listed within the IFU, therefore the 'known inherent risk of device' cause code was selected.

Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) to treat atrial fibrillation and bleed risk. Procedure was being performed and the patient was under general anesthesia. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. During code, angio and venogram showed no evidence of damage from sheath/wire per physician. Staff was unable to restabilize the patient and the patient passed away. The official cause of death was not provided/known.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.